Event description:
Litigation papers allege: pain and discomfort that interferes with her ability to perform activities of daily living as she otherwise normally would. **update** (B)(4) 2011: plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 01/26/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the surgery notes reported a large amount of corrosion debris surrounding the neck that was black in nature and was also present on the trunnion itself. There was also necrotic tissue that was consistent with metal reaction. Competitor cup/liner were placed during the revision surgery. Adding sleeve due to pain and adding stem due to corrosion. The complaint was updated on: 02/13/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.